Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose due to bent cannula. Customer's blood glucose was 553 mg/dl, which were treated with manual injection. Customer went to see healthcare professional due to not feeling well and was advised of having ketones. Customer was educated on proper insertion of infusion set and causes of bent cannula. Customer was advised that infusion set would be replaced and that sample infusion sets would be sent.